Manufacturer narrative:
Product ID 3389s-40, lot# va0amdr, product type: lead. Product ID 3389s-40, lot# va0amdr, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that when asked to clarify if there was an issue with the patient¿s ins, lead, extension, etc. They stated ¿no.¿ when asked about the placement issue they stated that the device wasn¿t turning on well and wouldn¿t connect to the generator in their chest. A new unit was working well, and the issue was resolved. There were no further complications reported. Information regarding intermittent connection with pp (B)(4).

Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, lot#: va0amdr, product type: lead. Product ID: 3389s-40, lot# va0amdr, product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 15-may-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient had tremors in the right hand and elbow, which were considered sudden. The patient said that when they adjusted they didn¿t last after 2-3 weeks and the tremors became violent, so they had to adjust the setting on that side, which was the left ins. The patient and the caller said that they didn¿t need to adjust on the other side that was well controlled. Additional information was received: it was reported that the patient had been working on reducing their tremors for a couple of years. They were worried that the placement may be wrong on the right side. They saw a dbs specialist on (B)(6) and hoped for some good results. There were no further complications reported.